Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune-like symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with two mentor memorygel 450cc breast implants and suffered autoimmune-like symptoms postoperatively, including aches, weakness, arthritis and skin discoloration. The patient also reported being diagnosed with polymyalgia rheumatica, and tested positive for antinuclear antibodies in 2015. As a result, the patient underwent explantation on (B)(6) 2015. This report is for the side b device.